Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticm5_12.1 implantable collamer lens, -14.00/+4.5/092 (sphere/cylinder/axis), within the same surgery due to low vaulting. The lens was replaced with a longer lens within the same surgery and the problem was resolved.